Event description:
It was reported that the implantable cardiac monitor (icm) recorded noise and missed detection of an supra ventricular tachycardia (svt) toward the end of the rhythm. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.